Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the axium prime coil failed to detach. Three detachment attempts were made with the instant detacher. A second detacher was not used. The hypotube was broken 2 times. The detacher was discarded at the site. There was no issue with the instant detacher. The devices were prepared per the instructions for use (IFU). It is unknown if the patient was infected with a communicable disease. It is unknown if the patient was symptomatic. There are no images. This event occurred during the treatment of a left anterior communicating artery, unruptured, saccular aneurysm. The max diameter was 8 mm and the neck was 4 mm. The blood flow is unknown. The vessel anatomy was normal. The customer was notified to return the devices.